Event description:
It was reported by international mallinckrodt facillity (taiwan) that inflation could not be maintained during pre-testing of two (2) size 6 fen fenestrated low pressure cuffed tracheostomy tubes. Limited information provided regarding this complaint. On 11/12/98 two (2), used size 6 fen devices were returned to the manufacturer for decontamination, anaylsis and investigation.